Event description:
On (B)(6) 2022, it was reported by an arthrex employee via email that an ar-1588rt-ib tightrope ii rt after fixing the tibia button, the knee was cycled and the femur was tensioned with the patient's knee on full extension. Surgeon them. Cycled the knee and re-tensioned again, but this time, surgeon felt a glitch and the button had toggled abnormally on femur side while pulling the shortening suture. After dissection, surgeon discovered that the knot of fifth locking mechanism has snapped. Case was completed by tying the shortening sutures at the end of the surgery and double securing it with an ar-2324pslc peek-swivelock. This was discovered during a acl plc and let reconstruction of the right knee on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.